Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited farfield oversensing on stored electrograms. Technical services (ts) confirmed the oversensing while reviewing atrial tachy response (atr) episodes that the health care professional sent, mentioning that it was likely due to shorter dynamic refractory periods. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.